Event description:
End of total hip case during instrument count, bovie tip was noticeably deformed and missing tip. Attempts to locate tip in incision were implemented per policy without success. End appears "burnt". Radiology films and fluoro unable to locate, incision closed and pt recovered. What was the original intended procedure? Cauterizing an abdominal cavity. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Repeated requests to the user facility have been unsuccessful in retrieving the sample from this report. No lot number is provided and without being able to examine the device we are unable to confirm any failure on the part of the device. There is no evidence to suggest a device defect or malfunction. A review of product history indicates the most likely cause is related to use beyond the scope of the design and the intended use of the device that resulted in deformation of the tip giving it the appearance of "missing tip". However, this cannot be confirmed without actual device eval. It is unlikely the event resulted in udf and the tip material is designed to be readily identifiable on radiology.